Event description:
Kimberly-clark received a report stating, "defective seals on packaging." Noticed prior to use. No patient contact. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device involved in the report has not been returned to kimberly-clark for analysis, but it is expected to be returned by the reporting facility. The investigation is ongoing and a follow up report will be submitted, if additional relevant information is determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.